Event description:
Pt hospitalized for hyperglycemia. Doctor feels old insulin being used by pt was cause of hyperglycemia. Dr called to inquire how to determine if pump was working correctly. Dr reported no alarms had been given, inserted new insulin cartridge and reported pump functioning fine.